Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic connection port is damaged.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic connection port is damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1(initial reporter, event site email), e2, e3, g2, g3, g6, h2, h6(health effect ¿ clinical code & impact code), h10, h11. Corrected fields: h8. Additional contact information: name - (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. Corrected fields: d4(UDI)#. The getinge field service engineer (fse) that discovered the issue replaced fiber optic connection port. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing department received the following part fiber optic extension connector. This part was received with a reported unit failure message of port broken. Performed visual inspection of this part received and found fiber optic connection port broken. The failure analysis and testing department verified the failure message of fiber optic connection port broken. Retaining fiber optic extension connector in the fat dept. Per procedure 0002-07-d008 rev ar.